Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg) was "defective" and the ipg life was short. The ipg remains in use but will be replaced "any month now". No patient complications have been reported as a result of this event.